Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cable unit failure was the cause of the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty cable unit. Additionally, the rear cover label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the 4k camera head would not show the picture. No patient harm reported. The customer had reported issues with five (5) separate cameras. No additional information was available. This complaint is related to patient identifiers: (B)(6).